Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was transported via ambulance to the ER (emergency room) with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod. Symptoms reported include hypoglycemia, severe nausea and inability to eat due to nausea. The patient was treated with glucose gel and IV (intravenous) by emergency personnel and subsequently transported to the ER. The patient was released within a few hours. The pod was not removed and patient continued treatment with the pod. The patient reported she was later diagnosed with four blood clots; two in the renal artery and two in descending aorta and advised by her hcp (health care provider) the source of her nausea was from her blood clots resulting in hypoglycemia due to the inability to eat.